Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the patient's six month follow-up, it was noted the right lead had impedance high/invalid. Reportedly, the patient fell off a bar stool and hit his head, requiring two staples. Surgical intervention was taken and once the lead extension was replaced, impedances were tested and within normal range. Therapy was restored and the issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.